Manufacturer narrative:
H6: investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 445870, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and requested them for the logfiles as the provided ones are corrupted. However, the customer did not respond to the request. If any further information is provided in the future, this case will be re-opened and re- investigated. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive results was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "top bactec fx-false positive from fx".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive results was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " top bactec fx-false positive from fx".